Manufacturer narrative:
This device was not returned to the manufacturer.

Event description:
The dentist reported a fractured abutment. Abutment was originally placed in (B)(6) 2008.

Manufacturer narrative:
Upon visual inspection, the ceramic post of the abutment has fractured. The abutment has not separated/delaminated from the titanium insert. The fingers of the titanium insert have not been broken or damaged. The accompanying screw appears worn but has not fractured. The device history record review did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.